Event description:
It was noted during a laparoscopic procedure that a previously implanted mesh was found to be torn. The attending opines that the mesh could not withstand the intra-abdominal pressures. The mesh remained implanted.